Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture. Device evaluation: analysis of the returned device identified a crease fold, a broken shell and an opening on anterior. A visual and microscopic analysis was performed which identified sharp broken, striated opening and missing shell (0-25%). A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as an unidentified (tear) opening. Missing shell due to inconclusive. A striated opening assessed as a surgical damage consist in the use of some surgical tool.

Event description:
Patient reported left side "tightening and hardening of my breast", "chest pain", and "some swelling". Patient additionally reported "fatigue", "headaches", "complete exhaustion", and "inability to sleep". Healthcare professional also reported left side rupture. Device has been explanted.